Manufacturer narrative:
The customer complaint that the pump module infused the wrong medication was confirmed through a review of the pcu event logs. Internal and external inspection of the returned pump module was performed. No relevant issues were noted. Review of the pcu event logs confirmed that on (B)(6) 2019 the user programmed an infusion of the drug amiodarone. The customer reported that this drug was not ordered to be infused. The amiodarone infusion program infused for approximately 9 hours when the ordered diltiazem drug was programmed. Timed rate accuracy testing found the device to be in specification with no issues observed. No administration sets were returned by the customer for investigation. The root cause of the customer complaint that the pump module infused the wrong medication was determined to be due to user programming.

Event description:
It was reported that a diltiazem drip was infusing in the ICU, however it was later discovered that the pump was programmed for an amiodarone drip instead of diltiazem. The patient did not have a doctor's order for amiodarone, and the nurse denied that amiodarone was infusing at any time during the shift. The customer reported that the clinician later re-programmed the device to select diltiazem when inquired about the event. There was no report of patient harm.